Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the reported lot expired on 05/24/2023. Root cause: expired product used source: phone.

Event description:
Customer reporting a false negative sars result. Customer states they had a positive clinic sars result and then when testing later in the day received a negative qv otc sars result as well as a positive qv otc sars result. It was noted to the customer that the kit they were using was expired and kits should only be used within the expiration dating.